Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent was reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery and critical pump error image was displayed. Customer's blood glucose value was 163 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that they were not able to clear the alarm and is not able to rewind. Customer stated that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed. Device received with cracked case battery tube and cracked case corner of belt clips rails noted.